Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported, the customer's quick release on their infusion set became detached. The customer was also experiencing high blood glucose. Customer's blood glucose was over 400 mg/dl. The customer treated their blood glucose with a manual injection. Customer declined to troubleshoot. No additional information provided.